Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified posterior descending septal perforators segment. Following the advancement of a 6f non-bsc introducer sheath, a non-bsc guide wire and guiding catheter was advanced to the lesion. Subsequently, a 12 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, strong friction was encountered during advancement of the device over the guide wire. The device had difficulties getting through and eventually became stuck. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the bumper tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The guide catheter involved in the complaint incident was not received for analysis. During the product analysis the complaint device was loaded over a 0.014in guidewire and inserted through a 6 fr guide catheter without issue. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along its length and shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified posterior descending septal perforators segment. Following the advancement of a 6f non-bsc introducer sheath, a non-bsc guide wire and guiding catheter was advanced to the lesion. Subsequently, a 12 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, strong friction was encountered during advancement of the device over the guide wire. The device had difficulties getting through and eventually became stuck. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.